Manufacturer narrative:
Complaint conclusion: this (B)(6) year old female enrolled in the sapphire registry, experienced an ischemic stroke post carotid index procedure. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the right ostium internal carotid artery. The lesion was described as 18mm in length, severely calcified and arch type iii. The reference vessel was 8.0 in diameter with severe vessel tortuosity. An 8.0 x 30mm precise pro rx was implanted at the target lesion. There was no debris was noted in the filter basket. There were no air bubbles present. There was 20% residual stenosis. The patient left the angiography suite with no neurological deficits. On the same day of the index procedure, the patient experienced an ischemic stroke. The patient fully recovered with no visible neurological deficits. The duration of the event was reported as being more than 24 hours. The post nih stroke scale score was 1 and the patient was discharged the day after the index procedure. Concomitant medications included clopidogrel and aspirin at pre procedure and at discharge. Per additional information received, the investigator is unclear if the ischemic stroke occurred before or after the carotid procedure. After the procedure the patient told the staff that she had a dental procedure a week ago and noted the facial droop after the dental procedure but did not think anything of it. The cat scan performed showed no acute issue. (B)(4) the products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. In addition, it was noted that the patient reported at post procedure that she had a dental procedure noted the facial droop after the dental procedure. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported via (B)(6), a patient experienced an ischemic stroke post carotid index procedure. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. At the time of the index procedure, angiography revealed 85% stenosis to the right ostium internal carotid artery. The lesion was described as 18mm in length, severely calcified and arch type iii. The reference vessel was 8.0 in diameter with severe vessel tortuosity. An 8.0 x 30mm precise pro rx was implanted at the target lesion. There was no debris was noted in the filter basket. There were no air bubbles present. There was 20% residual stenosis. The patient left the angiography suite with no neurological deficits. On the same day of the index procedure, the patient experienced an ischemic stroke. The patient fully recovered with no visible neurological deficits. The duration of the event was reported as being more than 24 hours. The post nih stroke scale score was 1 and the patient was discharged the day after the index procedure. Concomitant medications included clopidogrel and aspirin at pre procedure and at discharge. Per additional information received, the investigator is unclear if the ischemic stroke occurred before or after the carotid procedure. After the procedure the patient told the staff that she had a dental procedure a week ago and noted the facial droop after the dental procedure but did not think anything of it. The cat scan we did showed no acute issue.

Manufacturer narrative:
Concomitant medications included clopidogrel and aspirin at pre procedure and at discharge. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.